Manufacturer narrative:
(B)(4). The respiratory therapist noticed there was condensation on the patient circuit and believed that was what caused the issue. The patient circuit was discarded prior to the evaluation of the device so the circuit was not inspected. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an occlusion alarm. The patient was not harmed or injured as a result of the reported event. Although requested, intervention taken on behalf of the patient was not provided.

Manufacturer narrative:
(B)(4). Additional information was received confirming patient involvement. The patient was removed from the ventilator and placed on an alternate ventilator with no harm.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.